Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg has flipped in the pocket and the leads are wrapped around the ipg. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Correction b5: additional information received reports that there is no issue with the patient's ipg, therefore this device is no longer reportable.

Event description:
Additional information received reports that there is no issue with the patient's ipg, therefore this device is no longer reportable.